Event description:
Onyx (ev3) had been injected for preoperative embolization of the vascular tumor via a microcatheter in the right facial artery. In the course of retracting the microcatheter, the onyx cast adhered to the microcatheter tip and did not allow it to retract. Instead, the catheter stretched and sheared at the groin site. The length of retained microcathteter was not appreciated intraoperatively, as there was no change in angiographic appearance, and the procedure continued, with successful post-embolization angiography.later in the evening, the patient's right leg was noted to be cooler than the left, and there was difficulty in noting distal pulses by doppler. Intravenous heparin was given. Sonography the next morning was consistent with retained catheter at the groin site, and CT revealed that the catheter extended continuously from the onyx cast in the right facial artery to the right common femoral artery.the following day, the patient was taken to the or, where the onyx cast was exposed, using fluoroscopic guidance. The facial artery was secured, and the catheter extruded together with the cast.